Manufacturer narrative:
The device returned was locked on the procedural guidewire. Kinks are evident on the hypotube. The stent is not present on the delivery system balloon. Balloon folds are open and residue is visible inside the balloon. This indicates that the balloon had previously been inflated. Partial crimp impressions are visible on the surface of the balloon. Contrast is also visible in the inflation lumen. Unable to verify lumen patency because the procedural guidewire is locked inside the device.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified and m moderately tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging or issues noted removing the device from the hoop tray. The device was inspected with no issues noted. No difficulties noted when removing the protective sheath,stent was not inspected post removal. Negative prep was not performed. The lesion was pre-dilated. Inflation device remained on neutral pressure during delivery of the device. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered while advancing and excessive force used. It was reported that the stent failed to cross the target lesion and the physician attempted to withdraw the stent and it dislodged. The physician successfully snared the stent and removed it from the patient. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.